Event description:
Report received from (B)(6) stating that the device had a noise problem. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device, and the reported condition was confirmed. It was determined that the unit had been immersed, causing corrosion and damage to the internal components. This condition is indicative of improper cleaning of the equipment. If additional info is received, a supplemental report will be sent. (B)(4).